Manufacturer narrative:
The instrument associated with this report was not returned for examination. A complaint database search against this product/lot combination found no previous reports. Per the provided lot code of j0803 this broach was manufactured in (B)(6). It is probable that it has become dull from repeated use over approximately twelve years in service. The investigation is unable to draw any conclusions or determine root cause without product examination. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a crack in the calcar.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient experienced an intraoperative crack in the calcar.